Event description:
Customer reported that he had unexplained low blood glucose. Paramedics where called twice on (B)(6) 2013 to assist customer at home. The blood glucose reading was 45 mg/dl both times when the paramedics arrived. Customer stated that his doctor changed the settings and now he is having issues with low blood glucose. Customer also stated that the insulin pump had incorrect time and date. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.